Manufacturer narrative:
One device was returned for evaluation of complaint that the device showed error code 1821, indicating a motor issue. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. Complaint was not confirmed or replicated during testing. All tests exceeded specifications. No probable cause was determined.

Event description:
It was reported that the device showed error code 1821 indicating a motor issue. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.